Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05044. It was reported the patient was not receiving effective stimulation. Reprogramming to provide resolution was unsuccessful. An impedance check was performed and no anomalies were found. In turn, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor repositioned both of the patient's leads. Effective therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.